Event description:
A report was received that the patients currently implanted leads suggested damaged. It was also noted that the leads had high impedances.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16192584, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patients currently implanted leads suggested damaged. It was also noted that the leads had high impedances.